Event description:
As reported to coloplast though not verified, patient implanted with aris mesh and later experienced pain, physical deformity has undergone and will undergo corrective surgery.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.